Event description:
It was reported that during a lap cholecystectomy, the clips were falling off the vessel. Another device was used to complete the procedure. There was no consequence.

Manufacturer narrative:
Date sent: 06/06/2008. Info anticipated, but unavailable at this time.